Event description:
A hospital in (B)(6) reported via a distributor that an rt226 infant low flow breathing circuit failed the ventilator leak test. This was observed prior to patient use.

Event description:
A hospital in (B)(6) reported via a distributor that an rt226 infant low flow breathing circuit failed the ventilator leak test. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). The rt226 infant low flow breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. Method: the complaint rt226 infant breathing circuit and its accessories were returned to fph in (B)(4) for inspection. The returned device was pressure tested and subsequently immersed in a water bath to test for leaks. Results: the pressure test result was outside of the required specification. Upon immersion in the water bath, the leak was confirmed to be in the swivel. A lot check was not performed as no lot information had been provided. Conclusion: the two parts that make up the swivel y-piece connector are held together by a snap-fit, which has some inherent leakage that is detected and compensated for by the ventilator. It is possible that, if not properly locked into place, the leak between the swivel joint was enhanced during transport or setup despite having passed the leak test at the time of production. All circuits are pressure tested before they are allowed to leave the production line and those that fail are rejected. The subject rt226 infant breathing circuit would have met the required specification at the time of production. This suggests the leak developed post production. (B)(4).

Manufacturer narrative:
(B)(4). The complaint rt226 infant low flow breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.